Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an issue with infusion set was leaking at the site. The issue was occurred on 31-mar-2024, o1-apr-2024 and 02-apr-2024. The infusion set was used less than 24 hours. The blood glucose level was monitored with no specific value, but value displayed high on 02-apr-2024 for which correction was done with bolus pump. The blood glucose level was 100-300 mg/dl on 31-mar-2024 and 01-apr-2024. The patient replaced the infusion set and resumed on insulin successfully. No further information available.

Manufacturer narrative:
Device 3 of 3.